Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion (3 miscarriages), polymenorrhoea, anemia, iron deficiency, menometrorrhagia, fibroids, leiomyoma of uterus, unspecified, hot flashes, menopausal syndrome, dysuria, overweight and tubal ligation. Previously administered products included for an unreported indication: ortho tri cyclen birth control, motrin, tylenol and depo provera. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pain pelvic pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia), claiming bleeding: menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("pain: abdominal"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, heavy menstrual bleeding and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - in pfs, patient's age was reported as 36 yrs age at the time of the events. Discrepancy noted for date of insertion previously reported as (B)(6) 2009 and now reporting as (B)(6) 2009(as per mr),(B)(6) 2009(as per pfs) received treatment for pain: abdominal, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration. There appeared to be four to five coils extending into the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion; on (B)(6) 2009: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2016: uterus, cervix, fallopian tubes and ovaries. Cervix: moderate chronic cervicitis, immature squamous metaplasia, tunnel cluster, nabothian cyst . Endometrium: secretory phase. Myometrium: adenomyosis, intramural leiomyomas. Left fallopian tube: no significant changes. Left ovary: simple cortical cyst, corpora lutea and corpora alsicantia. Right fallopian tube: fragments of smooth muscle, no fallopian tube identified. Right ovary: benign corpus luteum. Ultrasound scan - on (B)(6) 2016: presence of fibroids and .ovarian. Cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion (3 miscarriages), polymenorrhoea, anemia, iron deficiency, menometrorrhagia, fibroids, leiomyoma of uterus, unspecified, hot flashes, menopausal syndrome, dysuria and overweight. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pain pelvic pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), claiming bleeding: menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain: abdominal"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - in pfs, patient's age was reported as 36 yrs age at the time of the events. Received treatment for pain: abdominal, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, cervix, fallopian tubes and ovaries. Cervix: moderate chronic cervicitis, immature squamous metaplasia, tunnel cluster, nabothian cyst . Endometrium: secretory phase. Myometrium: adenomyosis, intramural leiomyomas. Left fallopian tube: no significant changes. Left ovary: simple cortical cyst, corpora lutea and corpora alsicantia. Right fallopian tube: fragments of smooth muscle, no fallopian tube identified. Right ovary: benign corpus luteum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received - new events pain: abdominal and general abnormal bleeding were added. Outcome of menorrhagia were updated from unknown to resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion (3 miscarriages), polymenorrhoea, anemia, iron deficiency, menometrorrhagia, fibroids, leiomyoma of uterus, unspecified, hot flashes, menopausal syndrome, dysuria and overweight. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pain pelvic pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - in pfs, patient's age was reported as (B)(6) age at the time of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, cervix, fallopian tubes and ovaries. Cervix: moderate chronic cervicitis, immature squamous metaplasia, tunnel cluster, nabothian cyst. Endometrium: secretory phase. Myometrium: adenomyosis, intramural leiomyomas. Left fallopian tube: no significant changes. Left ovary: simple cortical cyst, corpora lutea and corpora alsicantia. Right fallopian tube: fragments of smooth muscle, no fallopian tube identified. Right ovary: benign corpus luteum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs received: severity and outcome updated for previously reported event ¿pelvic pain¿. New events added:abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish and migration of essure device location of device: unknown location". Patient's aka name, reporter information, medical history,concomitant drug and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.